Event description:
Patient trauma patient admitted [date redacted] here for gsw [gunshot wound]. Patient requiring lumbar drain placement. Nsgy [neurosurgery] resident attempted placement, but when removing wire, wire was sheared and created micro-punctures in catheter. New kit obtained. New lumbar drain placed.